Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a black line on display of the aviva combo meter. The meter was returned, replacement sent.